Event description:
This ra lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011 due to an infection. This lead had been previously capped on (B)(6) 2011. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).